Event description:
It was reported that the patient experienced ineffective therapy due to one lead confirmed migrated, and the second lead had high impedances. Surgical intervention was undertaken wherein the leads were explanted and replaced.

Manufacturer narrative:
The date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.